Event description:
Her charger smoked. No one was hurt and chair is working other than batterys are not lasting. Teftec is considering this a life-threatening event.

Manufacturer narrative:
Part has not been returned for investigation. The battery charger is not manufactured by teftec corporation. Investigation of battery chargers and findings will be submitted.